Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Before use on the patient the needle separated from the suture. No reported adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.